Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01; serial/lot number: unknown. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l4-s1 posterior fusion procedure, the right l4 and left l5 screws were deviated 2-3 mm in the lateral direction. The manufacturer representative thought that surgical arm issues were causing the deviations. The screws were repositioned freehand and all screws were able to be successfully placed during the procedure. There was no patient harm and the procedure as delayed less than an hour.

Manufacturer narrative:
H3: analysis of the surgical arm found the arm passed a stress test and failed an accuracy test. The flange of j6 was loose, the rubber ring was worn, the j6 bearing and inner axis failed, and the j4 plastic cover was broken. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.